Event description:
The customer reported that while using these pads during patient care they got messages stating the shock was not delivered. There was no impact to the patient who was resuscitated. There were a total of two defibrillators and three sets of pads involved in this event. These are reported separately.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.